Manufacturer narrative:
Analysis was able to confirm the customer comment that the epg connector was damaged, it was identified that both output connectors were broken. It was also identified that the hanger was broken off the housing . All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) connector was damaged. The epg is was returned for analysis. There was no patient involvement reported.